Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient with ID. (B)(6) have now at 3. Time had implant breake. Earlier made complain on this patient. Complain: (B)(4). Actual situation: a new implant breake after the operation (B)(6) 2016. At the (B)(6) 2016 the surgeon made a new and stronger construction with double-rods, but after ca. 1 year a new breake. The patient have been living with this breake for a period, but now the (B)(6) 2018 operated and got a new construction. I have the informations the 09.03.2018 that the implants is possible to send for us. I do'nt have further information about the patient and operation at this moment. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). The reported device was returned to the investigation site. However, the devices cannot be located and may have been lost during transfer. As a result, a device return investigation could not be performed. The device history review could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the device, we are unable to confirm the root cause. Should the device be located, an investigation will be performed and a follow up report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.